Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and insulin pump had bolus not delivered alarm. Blood glucose level of the customer was 300 mg/dl to 400 mg/dl and blood glucose level at the time of the incident was unknown. The customer was treated with the manual injections and insulin pump. Other blood glucose level of the customer was 160 mg/dl, 364 mg/dl, 155 mg/dl and 188 mg/dl. It was stated that the insulin pump passed the high pressure test. The insulin pump will not be returned for the analysis.